Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported return of symptoms. The patient was having to get up multiple times in the night going to the bathroom. There was no actions or activities that caused this. Night shift increased the stimulation on prog 4 from 2.4v to 2.95v last night. On the day of this call caller stated therapy was turned off and when she turned stim on stim was at 1.20v. Nurse increase stim to 2.65v and 15 min later patient was stating that the stimulation was fading and getting weaker. Nurse increased to 5.35v and patient stated she can barely feel the stimulation. The patient reported the change in symptom was noted as sudden. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.